Event description:
Doctor reported that abutment screw and retaining screw fractured. New abutment and retaining screw were placed to complete the procedure. Placement date: (B)(6) 2025. Removal date: (B)(6) 2026. This complaint refers to the abutment fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.